Event description:
It was reported that the patient had to charge the implantable pulse generator (ipg) ipg frequently. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Event description:
It was reported that the patient had to charge the implantable pulse generator (ipg) ipg frequently. The patient underwent an ipg replacement procedure and was doing well postoperatively. Additional information was received that the explanted ipg was not released by facility and was not returned.